Event description:
It was reported that 1453 days post index procedure, the patient experienced a target vessel revascularization (tvr). The patient was admitted 5 days prior to the index procedure with unstable angina. Cardiac catheterization revealed thrombus in the mid rca which was treated with ptca and stenting of the proximal, mid and distal rca. The patient was subsequently referred for staged pci on the 2 obtuse marginal. Clinical assessment on the day of enrollment identified the patient's qualifying condition into the study as stable angina and the patient was referred for cardiac catheterization. The patient was randomized into the study. The target lesion was located in the 2nd ob. Marg. With 90% stenosis, a length of 15mm and reference vessel diameter of 2.5mm. The target lesion was treated with pre-dilation and placement of a 3.5 x 16mm study stent with 10% residual stenosis. The patient was discharged one day later on protocol doses of aspirin and plavix. On day 1453, the patient was admitted for CABG. Of note, the patient had been experiencing vague symptoms of atypical chest pain, chest pressure and fatigue. A persantine street test in 2006, revealed ischemia in the lad and rca territories. Cardiac catheterization the following month, revealed the left main with 75% eccentric ostial stenosis, the lad with proximal 60% stenosis, the cx with distal 80% stenosis prior to "take-off" of the 2nd om, patient stent, 2nd om proximal segmentally diseased 80% stenosis, rca: 80-90% in stent restenosis, 80% stenosis of proximal pda. Core lab report notes 51.41% stenosis of the target lesion. Subsequently, on day 1453, the patient underwent CABG with lima to the lad, svg to pda and rca and svg to cx. The next day, the patient was noted to be in volume overload and diuretics were initiated. The patient was discharged 4 day post tvr on aspirin and lasix. In the opinion of the physician, there is a possible relationship of tvr to study stent. In the opinion of the physician, there is no relationship of tvr to index procedure or to a prior co-morbid condition.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.